Event description:
It was reported that customer experienced cgm error while using sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed error did not reappear, and successfully started new sensor session, with no additional actions reported.